Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redw0567 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported patient being treated for epileptic incident and was sedated up until today. PICC placed rt bracial, 34cm in and 10 out, arm circumfrance was 29. Rn walked in today and patient was pulling on the dressing. IV poles were not very close to patient. Patient was initially head closest to poles but then patient turned to head at end of bed. Dressing was split in half but still clean, dry and intact where PICC was broke under dressing. When rn looked at the dressing closer, there was about 1 1/2 in of line that was tight against arm and under the 3m chlorahexadine impregnated dressing. Line split at 4cm mark distal to statlock: no patient harm reported.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken catheter is confirmed and was determined to be use related. One 5 fr triple lumen powerpicc provena catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. A break was observed in the catheter approximately 4 cm distal to the molded joint (between the 2 cm and 3 cm depth markers). A microscopic observation revealed both break sites were mostly flat and granular in texture. No tensile weakness was observed in the catheter; however, the distance between the 1 cm and 2 cm depth markers appeared to be larger than usual, suggesting the catheter may have been plastically deformed due to over-stretch around this area. The features of the break surfaces of the returned catheter as well as the evidence of longitudinal plastic deformation suggest the catheter broke due to excessive tensile (pulling) force during use. A lot history review (lhr) of redw0567 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported patient being treated for epileptic incident and was sedated up until today. PICC placed rt bracial, 34cm in and 10 out, arm circumfrance was 29. Rn walked in today and patient was pulling on the dressing. IV poles were not very close to patient. Patient was initially head closest to poles but then patient turned to head at end of bed. Dressing was split in half but still clean, dry and intact where PICC was broke under dressing. When rn looked at the dressing closer, there was about 1 ½ in of line that was tight against arm and under the 3m chlorahexadine impregnated dressing. Line split at 4cm mark distal to statlock: no patient harm reported.